Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for this investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device holder, 2 devices were unable to suction blood into the tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® blood transfer device holder, 2 devices were unable to suction blood into the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k991088. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.